Event description:
It was reported that during a ptca/stent procedure of a newly opened chronic total occlusion, which resulted in a dissection, the stent delivery balloon ruptured. The stent appeared to be partially deployed, and the delivery system could not removed from the stent. Following retrieval of the sds, stent damage and a circumflex dissection were noted and required emergency surgical intervention.